Manufacturer narrative:
DEVICE EVALUATION BEGUN, BUT NOT YET COMPLETED.

Event description:
IT WAS REPORTED THAT A PATIENT WAS UNDERGOING SPINAL SURGERY AND WAS HAEMODYNAMICALLY STABLE. THE PATIENT'S WOUND WAS BEING CLOSED WHEN REINFUSION OF WASHED INTRA-OPERATIVELY SALVAGED BLOOD COMMENCED. AS SOON AS THE FIRST BLOOD WAS GIVEN, THE PATIENT BECAME HYPOTENSIVE WITH BLOOD PRESSURE FALLING FORM 100/60 TO 45/? ON THE ARTERIAL LINE. REINFUSION OF THE SALVAGED BLOOD WAS STOPPED AND THE PATIENT WAS GIVEN EPHEDRINE AND METARAMINOL. ADRENALINE WAS ABOUT TO BE ADMINISTERED BUT THIS WAS THEN NOT CONSIDERED NECESSARY AS THE PATIENT'S BLOOD PRESSURE RETURNED TO NORMAL AND WAS FINE FROM THEN ON. BRONCHOSPASM WAS NOT OBSERVED. IT WAS ALSO NOTED THAT THE PATIENT WAS ON PERINDOPRIL (AN ANGIOTENSIN-CONVERTING-ENZYME (ACE) INHIBITOR) AND HAD TAKEN A DOSE THAT MORNING. THE USER QUESTIONED WHETHER THE DEVICE COLD HAVE CAUSED OR CONTRIBUTED TO THE HYPOTENSION OBSERVED. NO FURTHER PATIENT SEQUELAE WERE REPORTED.

Manufacturer narrative:
"The involved device was not returned by the reporter, so no direct analysis of the device was possible.A review of the lot manufacturing history for the involved device indicated it was representative of current manufactured product and that its lot number was manufactured, quality control tested, and sterilized in accordance with documented procedures and met all criteria required for release. This includes passing relevant bacterial endotoxin testing.A review and commentary of the literature related to the event description provided by the reporter is provided below.Transfusion induced hypotension is a recognized phenomenon and has been reported both with and without the use of bedside leukocyte removal filters. Although some publications have suggested that this is an event secondary to the use of leukocyte removal filters1, a nine year study by Domen and Hoeltge of adverse transfusion reactions found an overall incidence of anaphylactic or anaphylactoid reaction rate of 1.3% (21 of 1613) and of these, nine (42.9%) had associated hypotension2. None of these reactions involved the use of bedside leukocyte removal filters. Where hypotensive reactions have been observed when a bedside leukocyte removal filter has been employed, this phenomenon has been reported with both negatively1 and positively charged3 filters from various manufacturers. The involved device bears a net negative charge (zeta potential). Most reported cases of transfusion associated hypotension occur during transfusion of platelet concentrates4. Vasoactive kinins, such as bradykinin (BK) and des-Arg9-BK are often thought to play a role in the development of these reactions. However, in the reporting facility, the hypotensive episodes occurred during reinfusion of washed intra-operatively salvaged (i.e. autologous) blood. Washing salvaged blood is well recognized as effective in significantly reducing plasma constituents5. Furthermore infusion of autologous blood is likely to reduce the likelihood of the patient developing an allergic reaction to an endogenous plasma constituent. Therefore, whether the amount of vasoactive kinins present in washed intra-operatively salvaged blood would, in itself, be sufficient to elicit a significant hypotensive event is debatable.If vasoactive kinins did play a part in the hypotensive transfusion reaction involved in the report, it is worthy of note that, although the trigger for contact system activation remains unclear, it has been speculated that the rapid infusion of blood by the blood infuser or the warming of blood for reinfusion by a blood warmer may be contributing factors6. Some authors have also suggested that bedside leukocyte removal filters may themselves activate the contact system4. However, other groups using techniques such as the particle concentration fluorescence immunoassay (PCFIA) have demonstrated that bedside leukocyte removal filters do not activate the contact system nor do they cause a change in the concentration of cleaved kininogen biproducts7.It has also been documented that the accumulation of kinins is facilitated by the presence of angiotensin-converting enzyme (ACE) inhibitors and that patients taking this type of medication may have an increased risk of developing a hypotensive transfusion reaction particularly if they also have an inherent defect in their ability to degrade kinins8. It has been speculated that the more frequent reports of hypotensive transfusion reactions now being reported may, at least in part, be due to the increased use of ACE inhibitors in recent years6. The patient who experienced the hypotensive transfusion reaction in this report was taking an ACE inhibitor (Perindopril) and had taken a dose on the morning of the operation. This may have been a causal or contributory factor to the reaction observed.In summary, several factors could have caused or contributed to the reported hypotensive transfusion reaction. Although one cannot categorically "